Event description:
It was reported the catheter was cut during surgery on (B)(6) 2015. The patient was undergoing an unrelated orthopedic spine surgery and the catheter was nicked along the spinal segment. The physician could not aspirate any cerebrospinal fluid (csf) so it was uncertain what was in the catheter and thought that a kink was seen during the repair. The catheter was revised getting rid of the kink. The neurosurgeon repaired the catheter by using a ¿universal barb connector¿ to connect the two ends of the catheter. It was connected back together, but the physician was not sure whether the system is functioning correctly. The physician requested a representative to check the pump. The logs were checked. The physician still could not get csf, but would like to give a bolus to the patient. It was confirmed it was unknown where the drug was and how much catheter was cut during the revision. A bolus was administered after the catheter revision. The patient was on a respirator so surgeon felt ok with doing the bolus. The patient would be monitored in the pediatric intensive care unit (picu). It was believed the patient was receiving effective therapy. Patient status at time of this report was alive; no injury. The pump was delivering gablofen.

Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Manufacturer narrative:
Concomitant product: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2007, product type catheter.